Manufacturer narrative:
Weight- unk. Ethnicity- unk. Race- unk. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm512.6, -7.50/2.5/088 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem.